Event description:
It was reported that the ilet pump and ilet mobile app experienced intermittent communication loss from a paired dexcom g7 sensor multiple times per day on an unknown date, showing disconnection while the dexcom app continued to display readings; connectivity typically restored within minutes with data backfill, and the user at times paused ilet and dosed insulin manually due to confidence concerns, consistent with an intermittent communication failure involving the device¿s electrical/radio components, including the antenna. The user experienced episodes of hyperglycemia with a reported glucose peak of 300 mg/dl and hypoglycemia; the user could not provide a nadir value and no associated clinical symptoms reported. Outcomes included unexpected medical intervention in the form of oral glucose administration and manual insulin dosing; no hospitalization was reported. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet system and the cgm data pathway aligned with intermittent communication failure and a component-level radio/antenna issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.